Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a patient on (B)(6) 2011. I-stat cartridge at 07:58: 0.11 ng/ml, I-stat cartridge at 08:10: 0.00 ng/ml, vista (lab): at time unk: 0.00 ng/ml. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR report #2245578-2011-00133 through 2245578-2011-00149 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has resolved the issue.